Event description:
It was reported that the spiral drill bit head has brown spots. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed that the complete spiral drill has changed color. Due to a single rework on individual drills from the produced lot, an adjustment to the production process surface finish was required. The rework is necessary for the oxidation after sterilization of the drill. Since the rework did not occur for the entire lot ((B)(4)), but rather only for a small number, no blocking of the entire lot was triggered. However, a review of the device history records has been requested. An internal corrective action determination has been opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.